Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call placed to technical services on 08/07/2018 stated that noise seen during ventricular episode on atrial channel. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).